Event description:
Related manufacturer reference number: (B)(4). New information received indicated that the patient was brought into the lab on (B)(6) 2024, and the right ventricular (rv) lead tested within normal limits with no abnormalities present. A new generator was implanted and the chronic rv lead was connected to the new generator in working condition. A device/header malfunction was suspected. The patient was stable.

Event description:
It was reported that the patient presented to the clinic after receiving a vibration alert from their device. It was found that high out-of-range pacing impedance was detected on the right ventricular (rv) lead. All therapies were turned off. There were no adverse health consequences, the patient was stable.